Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). (B)(4). Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Though the incident could not be verified for this specific complaint, leakage has been a reoccurring issue and the possible root cause could be due to the injection valve moving within the cannula hub. A trend for the moving injection valve has been observed for this product line. A project has been started to further determine the reason for the moving injection valve in the venflon pro safety so that a fix can be made to further prevent this issue. Customer complaint trends will also continue to be evaluated on a monthly basis. Investigation conclusion: unable to confirm the customer experience as no sample and no photo was returned. End user risk assessment as per p-eura document, eurap2053005, severity is severe (s4) occurrence = (number of complaints received for all similar complaints / batch quantity) x 100% occurrence = 1 / 54000 x 100% = 0.0018% occurrence is remote (o2) per CPR-028. The risk level is medium. Root cause description: from the verbatim, the probable root cause for the leakage (pr#1481874 and #1484481) could be due to valve moved within the cannula hub. CAPA# (B)(4) has been initiated to address the issue. However, as no sample and no photo was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. Complaint will be reopened when sample is returned. Rationale: the root cause cannot be determined. Complaint trend would be monitored.

Event description:
It was reported that an unspecified number of venflon pro safety 20ga 1.1mm od 32mm l experienced leakage from the injection port during use. The following information was provided by the initial reporter: liquid leakage via injection port.